Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient would have noted in the morning that there were inaccurate readings, but no cgm nor bg reading was reported at the time of the event. The patient did not act at that moment and the sensor was not changed. At an unspecific time during lunch, the patient loss consciousness. An ambulance was called by the patient¿s friend. The paramedics did a fingerstick, the cgm reading was 3.5 mmol/l and the bg reading was 1.0 mmol/l, and the patient was brought to the hospital. The patient could not remember the exact treatment she was given at the hospital other than a ¿novo tablet¿ was mentioned, and the patient was discharged less than 24 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to the patient was loss of consciousness. The reported glucose values fall within the c zone of the parkes error grid calculator when the patient was tested by the paramedics on the ambulance. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.